Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a superior femoral artery dilatation interventional procedure. Reportedly, the starclose introducer bent and it was not possible to advance in the artery. A second starclose device was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician reportedly is in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other starclose se device referenced is being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Analysis also revealed that the starclose se device may have been used after the labeled expiration date per the reported date of occurrence. Per the instructions for use - graphical symbols for medical device labeling - use by as labeled. Seven unused sterile representative samples with the same part and lot numbers were returned for evaluation. Functional testing was performed on the seven returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples.